Manufacturer narrative:
One device was returned for analysis. Visual inspection showed degraded the degraded occlusion (dso)seal. This indicated a reportable malfunction due to the degraded downstream occlusion (dso)seal, and the reported issue was duplicated. The cause of the reported issue was damaged piezo. The downstream occlusion seal was and piezo were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the display screen had multiple scratches and abrasions. Upon physical inspection, a detached downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.